Event description:
Caller alleged false negative hcg results. Results as follows: customer wanted to verify that cassette is functioning properly; pt is about (B)(6) weeks pregnant. Caller reports that the test line was very faint. Last menstrual period: unk. Caller reports that external controls were not run on the kit. Urine sample was not available for add'l testing.

Manufacturer narrative:
Lot number: hcg1100323, expiration date: 07/2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. (N=29). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. As of (B)(6) 2012, there have been (B)(4) complaints against lot hcg1100323. Corrective action not required at this time.